Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple driveline faults on history review. The patient denied hearing any alarms. An x-ray of the driveline was ordered. Technical services reviewed the log file, which contained multiple driveline fault events. The primary controller was swapped with the backup controller on (B)(6) 2020. The patient reported that the controller alarmed again on (B)(6) 2020 and (B)(6) 2020. In the clinic, the history of events showed multiple low flow alarms, low speed advisories, replace backup battery alarms, and replace system controller alarms. Technical services reviewed the log file, which captured continued driveline faults as well as abnormal pump operation. The behavior had been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the vad is connected to the power module. Manufacturer report number of controller: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: cosmetic damage to the silicone jacket was observed approximately 2.5¿ from the metal connector, repaired with tape. The damage did not penetrate the underlying layers of the driveline. Driveline faults and low speed events were confirmed through the review of the submitted log files. Based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the driveline faults and low speed events that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage that would have contributed to these events was identified through the examination of the distal end of the patient¿s driveline. The submitted log files contained data from (B)(6) 2020 and from (B)(6) 2021. The log files captured multiple driveline faults throughout the event history. Also, the log files captured low speed advisory alarms beginning on (B)(6) 2020 followed by low speed hazard alarms beginning on (B)(6) 2020 associated with pump speed dropping as low as 2450 rpm. These alarms appear to occur while the system is supported by the power module. Furthermore, the log file captured multiple yellow wrench advisories associated with replace controller/backup battery faults on (B)(6) 2020. Approximately 18.5¿ of driveline, serial number (B)(6), was returned. The proximal 3.5¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layer was unremarkable. Minor breakdown of the metal braided shield was observed approximately 2.5¿ from the metal connector. Visual and microscopic inspections of the driveline wiring upon removal of the silicone jacket, clear bionate layer, and metal braided shield revealed no areas of damage. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Finally, the returned portion of the driveline was used to run a test left ventricular assist device (lvad) on a mock circulatory loop for 30 minutes. The driveline faults were not able to be reproduced during this time, despite manipulation of the driveline. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) and the percutaneous lead, serial number 60105, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14oct2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to have multiple driveline fault alarms. The log file review found that phase 2 was having an issue. A distal end driveline repair was performed on (B)(6) 2021.